Event description:
It was reported that the patient's heart was perforated by the atrial lead during an implant procedure. Open heart surgery was required to cut and remove the atrial lead, and a new replacement lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).